Event description:
The pt experienced a loss of therapeutic effect and was unable to adjust her stimulation. The healthcare professional noted that the stimulation was intermittent and the sensation would "fade away" after reprogramming. Further info was requested.

Manufacturer narrative:
(B) (4).